Event description:
As reported by the patient, she experienced burning, dryness, light sensitivity and tearing a couple of years ago (date unknown), while wearing contact lenses. She continued to wear the irritating lenses for a couple of years, because she liked them. She did not seek treatment during this time. The patient's contact lens wear schedule is unknown. Approximately a year and a half ago (date unknown) the patient went to the doctor because she could no longer tolerate wearing the lenses. She continues to have burning even while not wearing lenses. She continues to have burning even while not wearing lenses. The patient indicated her right eye is worse than her left, but both bothered her. In the year 2010 (date unknown) the patient started seeing a specialist. The patient stated she was diagnosed with uveitis. The treatment type and medication are unknown. Additional information has been requested but not yet received.

Manufacturer narrative:
No device is available for evaluation and no manufacturing investigation can be performed as lot number is unknown. (B)(4).